Event description:
The account alleged the brake caster would stay locked when the brake was put into neutral position. No injury reported.

Manufacturer narrative:
The account adjusted the brake casters to resolve the issue.